Event description:
It was reported that the procedure was to treat mildly tortuous, heavily calcified lesion in the proximal-mid left anterior descending artery (lad). After rotablation in the heavy calcification, the 2.5 x 12 mm nc tenku balloon catheter was placed and the balloon was inflated at 12 atmospheres (atm) for 15 seconds. When the pressure was increased up to 14 atm, the balloon ruptured. A drug eluting stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.